Event description:
It was reported that the customer's blood glucose (bg) was 3.3 mmol/l., cause was not known. Customer drank juice and then fainted. Ambulance was called and upon arrival, the customer was awake with a bg of 4.2 mmol/l. Insulin pump was disconnected from the customer and customer was taken to the emergency room (ER). Customer was treated with intravenous fluids of saline. Low bg resolved. Prior to being discharged from the ER on the same day, ER administered an insulin injection. Customer felt good; no permanent damage was identified. Pump system check was performed with technical support. No issues were identified with the cartridge, insulin or infusion set tubing/cannula.